Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) - k130520. The actual device was received for evaluation. Visual inspection revealed that the lock adapter had been attached to the male connector of the sampling system with adhesive tape. After the adhesive tape was removed, it was confirmed that the lock adapter had come off the male connector. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The dimensions of each part of the actual sample were measured and confirmed to be equivalent to those of a factory-retained current product sample. The surface of the male connector was subjected to elemental analysis using sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of some elements such as si, which are considered to be derived from the silicone applied to the switch cocks to improve the lubricity of them in the manufacturing process. Reproductive testing was performed, and silicone was applied to a male connector of a factory-retained sampling system sample, then a female connector was attached to it and the lock adapter was tightened up. The result showed that the lock adapter could come off the male connector. Product structure: the male connecter and the lock adapter of the sampling system fit with each other by the rib on the male connecter being caught with the stepped part provided inside the lock adapter. Due to this structure, once the lock adapter gets over the rib completely for some reason, it may come off the male connector. X-ray fluoroscopy view of the male connector and lock adapter in the combined state. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon applied to the switch cocks of the three-way stopcock was transferred to the male connector part when the sampling system components were put in a container during manufacturing. Afterward, when re-tightened during preparation, the lock adapter got over the rib on the male connector in lubricated state and dislocated. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
During pre-treatment the involved capiox device was being prepared. When checking the joints during preparation of the circuit, they tried to re-tighten the lock adapter; however, it would not stop rotating, so they could not tighten it up. The lock adapter became dislocated from the 3-way stopcock when examined.